Manufacturer narrative:
(B)(4). Date sent: 3/11/2020. Investigation summary the device was returned with the blade tip damaged with gouges marks, however, the blade was not cracked. In addition, it was returned with the tissue pad damaged, melted, and 100% present. Also, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. If the device is activated across a clip, staple line, or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade.

Manufacturer narrative:
(B)(4). Batch #t94v6x. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information was requested and the following was received: the surgeon removed the missing piece via the trocar. The nurse lost the missing piece while doing other preparation. There was no bleeding for the patient. The patient get a fever, but the surgeon thinks it is not caused from this defect. In the event description it is stated: ¿there was a possibility that the rest of them were left inside the patient.¿ what efforts were made to locate the pieces of the tissue pad during the procedure? The surgeon removed the missing piece via the trocar. Was this procedure converted to an open procedure? No. Are there any plans to locate the pieces? No further information is available. Was there any change in the patient care as a result of this event? No further information is available. What is the current patient status? The patient get a fever, but the surgeon thinks it is not caused from this defect. Is the white tissue pad completely missing from the clamp arm of the device? No further information is available.

Event description:
It was reported that during a laparoscopic anterior resection, it was found the tissue pad peeled off and fell into the patient when the device was used on the membrane. The surgeon removed the broken pieces via the trocar, but there was a possibility that the rest of them were left inside the patient. The surgeon commented that the device was activated with small bites. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.